Manufacturer narrative:
The actual device was returned for evaluation. The handpiece device was evaluated and the reported condition that the device was broken was confirmed. An assessment was performed and it was observed that air leaking in the swivel, there is some vibration and noise in the device, and the connector was loose. The assignable root cause was determined to be due to wear from normal use over time. If additional information should become available, a supplemental medwatch will be submitted accordingly. (B)(4).

Event description:
It was reported that the handpiece device was broken. During in-house engineering evaluation it was determined that air was leaking in the swivel, and there was some vibration and noise in the device. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.